Event description:
Patient called lfs and alleged that the meter was reading inaccurately high. The patient performed a precision test and obtained results of 16.9 and 8.6 mmol/l. The tests were done within 10 minutes. The patient also performed two control solution tests, which failed. New meter, test strips, and solution are being sent to the patient. No further information has been reported.